Event description:
It was reported that during a surgical procedure at the user facility the device experienced vibration, causing the femur to fracture. The fracture was treated, resulting in a surgical delay of unknown length. No further information regarding this event has been provided by the user facility at this time.

Manufacturer narrative:
Inspection of the blade showed wear markings which indicate that the blade was misloaded and making contact with the cut guide. During inspection of the handpiece, a loose drive link was found. Based on the evaluation of the handpiece and blade, the cause of the reported event was likely multifactorial. A misloaded blade can become loose during use, contributing to vibration of the blade. Vibration in the handpiece can contribute to vibration in the blade. Other possible contributing factors identified during the investigation include: the force being applied to make the cut, if bending forces were applied to the cut, and the condition of the bone.

Event description:
It was reported that during a total knee replacement procedure at the user facility the device experienced vibration, causing the femur to fracture along the lateral femoral condyle, in a section 6-7 mm wide and 2 cm long. The fracture was reduced with a single screw, resulting in a surgical delay of unknown length.